Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for increased sensing integrity counter (sic) and varying pacing impedance. Oversensing episodes were also recorded on the rv lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review could not be completed, clinical data provided belonged to a different patient. If information is provided in the future, a supplemental report will be issued.